Event description:
Info received indicates the bed is not holding when in brake.

Manufacturer narrative:
The tech found the casters were worn and the rubber tires were cracking. The tech replaced the casters and adjusted the brake/steer to repair the bed.